Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and seizures. It was stated that the customer was walking, and fell into a big hole after experiencing low blood glucose levels. It was stated that at some point the customer slashed his wrists, and is now in jail. It was stated that the customer will undergo a psychiatric evaluation. In addition to the hospitalization, it was reported that the insulin pump gave a button error alarm that could not be cleared. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have intermittent button response during testing due to corroded keypad traces. The insulin pump had a scratched lcd window.